Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received drill bit is broken apart at the crossover between the coupling shaft and the drill shaft. Both pieces were returned and no fragmentation occurred at the fracture site. The fracture face is sloped and it is visible that the drill shaft is bent below the fracture face. There are no visual damages at the coupling piece or at the cutting edges. The complaint is confirmed as the drill bit is broken as complained. During the performed evaluation no manufacturing related issue could be detected. Based on the sloped appearance of the fracture face and the bent drill shaft below the fracture face we have to assume that too much lateral force was applied to this 1mm drill bit and that this later force finally caused a mechanical overload at the crossover. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.130.102s. Lot: l639091. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 03. Nov. 2017. Expiry date: 01. Oct. 2027. Device was first manufactured unsterile under the lot f-23017 from the supplier (B)(4) and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 03.130.102 with lot f-23017 were reviewed: a manufacturing record evaluation was performed for the unsterile finished device lot number f-23017, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Expiration date & lot number unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for the fifth metacarpal fracture with the drill bit in question. During the surgery, the drill bit broke. The surgeon used k-wire in the hospital instead, and the surgery was completed. There was no fragment in the patient and no surgical delay. No further information is available. This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).